Manufacturer narrative:
(B)(4). Concomitant devices: unknown nexgen femoral component, catalog #: ni, lot #: ni. Unknown nexgen tibial component, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient is scheduled to undergo a knee arthroplasty revision of the articular surface due to unknown reasons. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.